Event description:
The service company reported "low volumes and end-user complained that ventilator was stopped one time."

Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame. The failure mode was identified during review of service record during closing. Regulatory affairs was not notified per sop.